Manufacturer narrative:
Investigation summary: it was reported that during an ablation procedure the cavotricuspid ishmus (cti) was ablated, and thrombus was found adhered to the tip of the thermocool® smart touch® sf bi-directional navigation catheter (lot# 30280027m) when it was removed from the sheath. The catheter was replaced with a new thermocool® smart touch® sf bi-directional navigation catheter (lot # 30276828m) and the procedure was successfully completed. The device was visually inspected and it was found in good conditions. The temperature was tested and no issues were observed. In addition, the catheter was irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed since the device was found working correctly and no evidence of thrombus residues were observed on the catheter. However, the root cause of the thrombus reported by the customer could be related to the usage of the device during the procedure. However, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that during an ablation procedure the cavotricuspid ishmus (cti) was ablated, and thrombus was found adhered to the tip of the thermocool® smart touch® sf bi-directional navigation catheter (lot# 30280027m) when it was removed from the sheath. The catheter was replaced with a new thermocool® smart touch® sf bi-directional navigation catheter (lot # 30276828m) and the procedure was successfully completed. At the end of the procedure, when the replacement catheter was removed from the patient¿s body, thrombus was found attached to the tip. There was no patient consequence reported. No error messages were observed on any biosense webster, inc. Equipment. The physician confirmed the patient did not exhibit any neurological symptom since the procedure was completed.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) initially this event was assessed as MDR reportable for a thrombus issue. During review on (B)(6) 2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, updated under ¿h6. Medical device problem code¿ from ¿coagulation in device or device ingredient¿ to ¿device contamination with body fluid¿.